Manufacturer narrative:
Final analysis found that the insulation was degraded at 4.4cm from the connector pin. The damage found likely resulted in the reported noise, capture, and sensing anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. Increased capture thresholds and decreased sensing were also noted. The lead was explanted and replaced.